Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j28055 and h13k10036 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of lots h13j28055 and h13k10036 will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the event. The patient was treated with vancomycin (dose, route, and frequency not reported). The patient was discharged a week after being admitted. The patient was readmitted ten days later and pd therapy was put on hold due to weakness. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 2.